Event description:
Independent repair center: alarming or red light. Key failure is the rexroth valve is stuck. Additional malfunctions are the poppet valve is not shifting, the power switch has a short circuit, and the zip ties and clamp for the tubing leak.